Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve, product code 82-3146, with lot number cpkcg4, conformed to the specifications when released to stock on the (B)(6) 2013. No root cause could be determined since no sample was returned for evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
E-mail received from the sales rep. Informed that: ¿my surgeon notified me yesterday afternoon that he has three patients who received shunts over the past six months who are severely over shunting and it has caused a collapse in ventricles on each patient¿. Additional information: ¿patient had shunt placed for chiari malformation (B)(6) 2014 and we have made shunt adjustments based on CT scans. She continues to have large ventricle with the setting set high". Also see complaints # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
E-mail received from the sales rep. On september 15, 2014, provided information regarding the product code number and lot number for this complaint.